Event description:
It was reported that during use on patient, the cs300 intra-aortic balloon pump (iabp) unit had an automatic filling error. The pump was replaced in about 10 minutes and there was no patient harm.

Event description:
It was reported that during clinical use, the cs300 intra-aortic balloon pump (iabp) unit had an automatic filling error. The pump was replaced in about 10 minutes and there was no effect on the patient.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced the drive manifold. Calibration was performed on the unit. 3 gfes attempts were made to obtain further information about the status on the unit and the job performed, however no information was received. If further information is received, the complaint will be reopened and update accordingly.

Event description:
N/a.